Event description:
It was reported that a white drug particle was found on the stent. The target lesion was located in the superficial femoral artery (sfa). A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, there were problems with the catheter and a white drug particle was found on the stent. The procedure was completed with another of the same device. There were no patient complications, and the patient status was stable. It was further reported that the particle was found near the shaft of the device.

Event description:
It was reported that a white drug particle was found on the stent. The target lesion was located in the superficial femoral artery (sfa). A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, there were problems with the catheter and a white drug particle was found on the stent. The procedure was completed with another of the same device. There were no patient complications, and the patient status was stable.

Event description:
It was reported that a white drug particle was found on the stent. The target lesion was located in the superficial femoral artery (sfa). A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, there were problems with the catheter and a white drug particle was found on the stent. The procedure was completed with another of the same device. There were no patient complications, and the patient status was stable. It was further reported that the particle was found near the shaft of the device.

Manufacturer narrative:
Correction to field h6: device codes (1) and evaluation conclusion codes (1).